Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse arrived at the site to address the reported event. The customer did not have any evidence of fsh qc being out of high range. Fse performed decontamination and adjusted the modules. The instrument was validated by performing precision and quality control (qc) without issue. No further action was required by field service. A 13 month lot-serial number history review for similar complaints was performed for the lot # i616849 from 22sep2017 through aware date 22oct2018. There were no similar complaints identified during the search period. The fsh st aia-pack package insert states the following: quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: · after calibration, three levels of controls are run in order to accept the calibration curve. · the three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). · after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event was due to high fsh control material.

Event description:
It was reported that the customer's follicle-stimulating hormone (fsh) control was out high with lot # i616849, on their aia-900 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Fse arrived at the site to address the reported event. The customer did not provide any evidence of fsh qc being out range high. Fse performed decontamination on the aia-900 analyzer. The instrument was validated by performing precision and quality control (qc) without issue. No further action was required by field service. The most probable cause of the reported event was due to biological contamination. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.